Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified a fractured collar, as well as dried blood and bone around the implant and damaged threads from removal. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were bruxism and clenching. Additionally, the patient had good oral hygiene and moderate (type ii) bone density. The reported device was located on tooth # 46 (fdi) and was used for approximately 8.5 months. The customer did not provide pictures or xray images. The customer reported the patient had edema, inflammation, soreness, discomfort and pain which will not be investigated as they are symptoms of the implant fracture event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or device (tsvb10). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive root cause could not be identified.

Event description:
No further event information available at the time of this report.

Event description:
Additional information received confirmed that fractured implant (tsvb10) lot number was unable to be verified. Therefore, the lot number has been updated to unknown.

Manufacturer narrative:
Additional information received confirmed that fractured implant (tsvb10) lot number was unable to be verified. Therefore, the lot number has been updated to unknown. The device was received by the manufacturer and device evaluation has been anticipated. After the evaluation has been completed a follow up medwatch report will be submitted. The following sections have been updated: b4: date of this report. D4: device lot number: unknown. G4: date received by manufacturer . G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported an implant fractured (tsvb10). Implant was removed. Tooth location 30.